Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. The fse performed the troubleshooting action and found that the fuse was blown and replaced the part, but device was still does not fully energize. After further investigation and found that the defective pc box power supply and replaced the pc box power supply. After replacement of pc box power supply, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the equipment turns off and was not booting up. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.